Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an acl reconstruction, the first and second shortening loops of an ultrabutton device tore. No sharp-edged instruments were used during shortening. The torn ultrabutton could be pulled out of the thigh muscle by the traction suture. The procedure was resumed, after a delay greater than 30 minutes, using an equivalent s+n back-up. Additional anesthesia was required as consequence of the surgical prolongation. No further complications were reported. The patient's status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: d9: is this device available for evaluation? H6: medical device problem code, component code, type of investigation and investigation findings. H11: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The adjustable loop has been fractured from the long braid of the suture. The ultrabutton shows wear and evidence of being gripped multiple times with a sharp instrument such as a grasper. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (breakage of the suture by a damage caused by a sharp instruments). Based on this investigation, the need for corrective action is not indicated.